Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarms occurred. Additionally, it was reported that a malfunction alarm occurred. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was approximately 120 mg/dl.